Manufacturer narrative:
The returned driver was examined under magnification. An oblique fracture pattern was identified on the tip. An oblique fracture pattern likely indicates excessive side loading (bending) away from the driver's central axis. The driver is not designed to withstand significant side loads and should only be used with torsional loads. Additional MDR associated with this event: 3025141-2021-00032: screw.

Event description:
An aculoc 2 plate was being implanted into a patient. While inserting the locking screw, the driver tip broke off in the head of the screw. The driver tip remains implanted.